Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 3830 x 2 implantable pacing leads 2010 (B)(6); 4459 competitor implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.